Event description:
Report received from the USA stating that the "outer hose on the emax2plus ripped when the customer was pulling it of the console." The event was not related to surgery. There was no injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).